Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm5369519 was released in a single batch. Batch1: lot qty of 102 units were released on 13 sep 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the x25 final tightener (p/n: 279712600, lot number: gm5369519) was received at us customer quality (cq). Visual inspection of the complaint device showed the tip of the tightener was stripped. The received condition of the device is consistent as an end of life indicator for the devices. No other issues were identified during the inspection. The received condition is consistent with the complaint condition. Therefore, the complaint can be confirmed due to the stripped condition of tip of the returned device. Conclusion: after a visual inspection, it is determined that the reusable instruments are worn from repeated use and servicing. Therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during the procedure, the x25 final tightener was stripped during final tightening. The procedure was successfully completed using the other final tightener in the set. There was no surgical delay. There was no patient consequence. This report is for one (1) x25 final tightener. This is report 1 of 1 for (B)(4).